Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three months post implant that there were two non-sustained tachycardia episodes that show some brief twos (t-wave oversensing) on the right ventricular (rv) lead. It was that the couple of beats that show twos are squatty and smaller than the rest of the complexes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was reproducible noise seen on the electrograms (egm). The patient elected to continue to be monitored only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.